Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens became stuck in the cartridge. There was no patient contact. The reporter stated the cause of the lens becoming stuck in the cartridge was due to a loading/operator error. The injection system used has not been approved by the manufacturer to be used with this lens.

Manufacturer narrative:
Visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. It should be noted that the injector and foam tip plunger were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to user error and the off-label use of the injection system with this model lens.